Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni. Device info - expiration date ni. Initial reporter - name ni. Manufacture date ¿ ni.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and a delay in procedure of approximately five minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. (B)(4).